Event description:
It was reported that the insulin pump alarmed button error and no delivery. Troubleshooting was done. Customer's blood glucose was 4.2 mmol/l. It was found in alarm history customer had button error alarm. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.